Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that there is a warranty check. Light is dim. No patient involvement reported. No negative impact on state of health reported.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "light is dim" was confirmed, and further defects were detected. The technical examination of the video laryngoscopes revealed several user-induced defects that led to a failure of the light output. Due to damage to the blade and the housing, and a leak between the plug and the cover, liquid can penetrate the interior of the housing where the electronics are located. This damages the circuit board due to a short circuit, which impairs the function responsible for light transmission and leads to a failure of the light output. The event is filed under internal karl storz complaint ID: (B)(4).